Event description:
Repair request initiated and escalated to complaint for device with a report of the attachment's foot cut. No patient impact reported. No additional information was available on follow-up.

Manufacturer narrative:
Comments: report confirmed on evaluation. No additional information was available despite numerous attempts. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."